Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 1142407,180505, mck femoral-lm-rl-sz 5, ofl; cat# 180505; lot# 563972-m. 1142415,180604,mck tibial baseplate-lm/rl-sz 4,ofl; cat# 180604; lot# 26120518-01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right lateral pka was revised due to infection. All components were removed and a spacer was placed. Rep provided the revision usage sheet and confirmed that no further information is available.